Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance occured. The lesion being treated was a 3.0mm, 65% stenosed, mildly calcified, 22mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a 3.00x28mm taxus liberte' study stent. Mild balloon withdrawal resistance occured. Per the investigator, "no extra action required" to resolve the event." The physician completed the procedure with no further complications. The physician also treated the mid left anterior descending artery with placement of a 2.75x20mm taxus liberte study stent. The patient was discharged the next day on plavix and aspirin.